Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, this handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality analyst (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The handpiece was received for evaluation. A visual assessment of the returned sample revealed, no nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf), for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nursing reported that during a cataract surgery an ophthalmic phacoemulsification (phaco) handpiece got hot and the ultrasound failed. The handpiece passed prime/tune without issue. The procedure was completed with no impact to the patient. Additional information has been requested and received indicating that the procedure was completed by using an alternate handpiece.